Manufacturer narrative:
H11: the initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred.

Event description:
It was reported the PICC line was noted to be backing up with blood. When entered second time to respond to beeping IV pump (med infusion had ended) the PICC line was backed up again, further this time, past clave and into the triport. (All other info regarding break on related complaint).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.